Event description:
Pump not alarming occlusion when it should be. Pt had occluded catheter and pump did not alert to the situation. Husband requested that pump be replaced as it is not trustworthy. Pt did not have any symptoms or adverse effects related to temporary lapse in therapy. Pt is using backup pump with no issues. Pump will be replaced.